Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the user was unable to login due to biometric identifier not scanning fingerprint. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that the issue was previously resolved by the customer by restarting the medflex workstation, after which bio ID functionality returned, indicating a likely power management related cause. Device manager was reviewed, and power saving settings were found enabled on multiple universal serial bus (usb) devices these settings were subsequently disabled as a precaution. The system functioned as intended after technical support specialist investigated the issue of the device.